Event description:
It was reported that the surgical table allegedly unlocking during a procedure. The table was able to be re-locked after the event. There was no reported patient or user injury. Ther reported issue could not be duplicated by a berchtold service technician. No issues with the surgical table were found.

Manufacturer narrative:
The reported issue could not be duplicated by a berchtold service technician. No issues with the surgical table were found.